Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 1/6/2016 - litigation papers allege the patient experienced significant pain in her left hip, groin and buttock. The pain worsened and became unremitting and unbearable. In (B)(6) 2014 the patient's surgeon evaluated the patient and ordered a mars MRI and evaluation of the patient's cobalt/chromium levels. Further, the surgeon represented that the patient had a high concentration of various metallic elements in her blood. He also documented an enlargement of the fluid collections adjacent to the trochanter on her left side with atrophy noted in the gluteus medius structions. During the course of the revision surgery he observed a fluid filled black/gray pseudotumor, synovitis, and black debris as a result of metallosis. An evaluation of a surgical speciman revealed fibrosynovial capsule tissue showing fibrosis and brown pigment laden macrophages consistent with metal on metal wear particle pseudotumor.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/7/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, discomfort walking, limited mobility, difficult/discomfort with sitting for extended amount of time, and metallosis. Revision surgical report noted the femoral head to have straight-type wear and that the acetabular cup was malpositioned and revised. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 27, 2016.